Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 04-dec-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-01, information was received from a patient receiving clonidine (unknown dose and concentration) and prialt (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported they had issues with the pump and catheter. The patient explained that they had scar tissue and stuff around the catheter. They "also found another piece of tissue that was acting like a flap on the catheter, opening and closing". The patient was in contact with their pain management hcp and "he tried all kinds of things". The patient was then sent to a surgeon who found the scar tissue around the catheter. Last week, the patient went in and had a procedure where they removed the scar tissue. They also found another piece of tissue that was acting like a flap and they removed that as well. The event date of the scar tissue and stuff around the catheter was reported as "about 6 weeks ago".